Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 185650, bmt 360 tib sm cruciate wing, lot # 538320, catalog #: 185211, bmt 360 tib 5.0 offset adapter, # 405610, catalog #: 141614, bmt splined knee stm 80x14mm, lot # 670470, catalog #: 183642, vngd ps tib brg 12x71/75mm, lot # 653710. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a second revision of their tibia due to an unknown known reason.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as visual inspection shows all the pieces to still be assembled to each other and the reason for the revision is unknown device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.